Event description:
A 2.75mm diameter x 30mm length endeavor resolute rapid exchange drug-eluting coronary stent delivery system was inserted into the patient for treatment of a lesion in the proximal segment of the lad reported to exhibit mild calcification and 70-90% stenosis. However, the stent couldn't pass the stenotic lesion that was pre-dilated twice with a balloon leaving 50% stenosis. The operator pulled out the stent and saw that the strut of the stent was ruptured. No other clinical sequelae were reported. It was confirmed that the device was not inspected prior to use. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Results - stenotic lesion; failure to deliver and stent deformation; the device was not inspected prior to use as per the product IFU; component. Conclusions - stenotic lesion.